Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported volume test failure. The device was unable to be tested for the failure due to a constant clean load point 2, however evaluation found the valve and finger travels to be out of specifications leading to the reported underinfusion. The device was calibrated to ensure infusion accuracy.

Event description:
It was reported that a spectrum pump failed the volume accuracy test. It was also reported there was no patient involvement.